Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the subject pacemaker was implanted on (B)(6) 2017 with a ventricular lead. On (B)(6) 2017, a lead perforation of the right ventricle apex was detected with introduction in the pleural cavity. No capture and no pace and sensing was detected. The pacing system was explanted on (B)(6) 2018, both products were discarded.

Event description:
It was reported that the subject pacemaker was implanted on (B)(6) 2017 with a ventricular lead. On (B)(6) 2017, a lead perforation of the right ventricle apex was detected with introduction in the pleural cavity. No capture and no pace and sensing was detected. The pacing system was explanted on (B)(6) 2018, both products were discarded.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject pacemaker was implanted on (B)(6) 2017 with a ventricular lead. On (B)(6) 2017, a lead perforation of the right ventricle apex was detected with introduction in the pleural cavity. No capture and no pace and sensing was detected. The pacing system was explanted on (B)(6) 2018, both products were discarded.